Event description:
Reporter alleged obtaining discrepant blood glucose results of 266 mg/dl, 189 mg/dl and 251 mg/dl on the advantage system compared back to back with a result of 124 mg/dl on a professional system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement was sent.